Manufacturer narrative:
Additional information was received that indicated the driveline faults occurred on controller serial number (B)(6). Based on the additional information, this event was determined to be a duplicate and reported in manufacturer reference (MFR) number 2916596-2022-10288. The investigation findings and codes will be submitted under MFR 2916596-2022-10288.

Event description:
It was reported that the patient's controller was exchanged due to having older software. The patient had a driveline fault alarm and was advised to exchange the controller to rule out a false positive driveline fault alarm. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was not confirmed. A log file was extracted from the controller during testing containing data spanning approximately 4 days (B)(6) 2022, per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Driveline fault alarms were not observed throughout the data. The patient¿s driveline was observed to have been disconnected on (B)(6) 2022 at 10:58 and was not observed to have been reconnected throughout the remainder of the log file, including the data recorded on the event date of (B)(6) 2022. The returned system controller (serial number (B)(4)) was functionally tested and was found to operate a mock loop as intended. Driveline fault alarms were unable to be reproduced throughout all testing, and the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on (B)(6) 2014. The heartmate ii patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline fault and backup battery fault conditions. The heartmate ii patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. G, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.